Event description:
The patient was admitted to the hospital for revision removal of her bilateral silicone gel breast implants and capsules secondary to a ruptured right breast implant. These breast implants had been placed in 1986.